Manufacturer narrative:
Updated fields - b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - d10. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had autofill failure. There was patient involvement however, no adverse event reported. Customer ICU call due to an ¿autofill failure¿ alarm on a cs300. This is the same patient from about an hour earlier in the ccl. They are now experiencing issues with the cs300. Customer communicates on the phone with me while mike attempts troubleshooting. All attempts at resolving the ¿autofill failure¿ are unsuccessful. They are sure the helium tank is completely opened, they are sure the safety disk is properly seated, they are sure all helium tubing connections are secure and there are no kinks in the catheter. Getinge emergency support team suggest retrieving one of the cardiosave pumps from the ccl that were called in as complaints because (B)(6) stated they were now booting up properly after they had been plugged into an ac outlet for a short time. Customer agree, and after retrieving a cardiosave we transfer and start up the therapy on the cardiosave without issue. No alarms are present. Valerie states the patient is being transferred very soon to (B)(6) and (B)(6) is going in the ground ambulance for the transfer. They both state the patient is hemodynamically stable at the time of the call. Getinge emergency support team gave customer direct number to call if he has any issues or concerns during the trip. They are both very appreciative of the time spent and assistance given today. (B)(6) does not call again. (B)(6) and (B)(6) notified.

Manufacturer narrative:
Due to character limitation, below field are added from e1- e1(initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs300 intra aortic balloon pump (iabp) had autofill failure alarm occurred. All the troubleshooting measures were unsuccessful. So the cardiosave intra aortic balloon pump (iabp) was used to continue the therapy. There was no harm reported to the patient.